Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the user interface pcb assembly to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device powered up to a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered up to a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.